Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative discovered that the site left the patient exam dvd in the dvd reader forcing the system to try and boot from the dvd which was causing the reported event. The issue could not be replicated after removing the dvd from the dvd reader, re-installing the ent application removing all sr and re-installing stealth merge dicom license. No further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that when starting the ent app, system froze on black screen and displayed 'decompressing linux... Parsing elf... Done. Booting kernel'. After a while it returned to the application launcher. There was no patient present when this issue was identified.